Manufacturer narrative:
A search for non-conformances associated with the reported part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies coil unraveling as potential complications associated with use of the device.

Event description:
It was reported that during positioning of an coil embolization, the coil became unraveled. The coil was withdrawn successfully using an endovascular snare. A new coil was used to continue the procedure and the procedure was completed successfully. No patient harm or injury was reported.